Event description:
A follow up call was made to the customer. Customer's mother reported the screen on the insulin pump was difficult to read due to scratches. Customer has to restart the device in order to complete the rewind process. Frequent battery changes have to be done to keep the device operable. Customer's mother declined being transferred to perform troubleshooting on the device. Customer's mother is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.